Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that prior to surgery there was a white powder-like substance found inside the opened package. An alternate product was utilized to complete the procedure. There was no patient involvement. There were no reports of inadequate saline bag placement. There is no information available regarding the mode of operation or working time. There was no non-compliance with the usage instructions reported. Destructive testing is permitted. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
Based on additional information received, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The packaging was within specifications.

Event description:
Based on additional information received, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided. The packaging was within specifications.